Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sui due to uterosacral colpopexy, posterior repair with perineorrhaphy and cystourethroscopy. It was reported that patient underwent excision of exposed mesh fiber and cystourethroscopy on (B)(6) 2014 due to sling mesh fiber exposure (gu device complication) without evidence of infection and history of sui. It was reported that patient underwent cystourethroscopy and suburethral sling revision on (B)(6) 2013 due to gu device complication and partial bladder outlet obstruction secondary to mesh sling.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and (B)(6) 2014, and mesh were implanted. It was reported that following insertion the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on an unspecified date and a mesh was implanted. It was reported that the patient underwent mesh excision on (B)(6) 2014.